Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: a review of the black box showed unexplained power on reset events on the date of the complaint. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged, and a test battery cap was used for all testing. The test battery cap fully tightened to the pump. The pump was run successfully for 24 hours with a test battery cap. The pump case was removed to find no moisture. Unrelated to the original complaint, the pump powered on the test battery cap to a dim and discolored display. The battery compartment was cracked from the threads to the case seal and below the grip pad, with damage to the threads. Evidence of moisture was found in the battery compartment, with a leak. The intermittent power issue was duplicated due to damage to the battery cap and cartridge compartment, and moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.